Manufacturer narrative:
During eval, the device ran without activation and overheating was confirmed. No metallic dust was noted; corrosion was noted within the device.

Event description:
It was reported that during a procedure, a core universal driver was getting warm and metallic dust was coming out of either end of the device. The procedure was completed with the same device without any procedure delay; gauze was used to protect the dust from coming in contact with the wound site. No adverse event was associated with the device.